Event description:
It was reported that the patient presented to the emergency room and had experienced shocks. A chest x-ray revealed the lead dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.